Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 801 analytical unit. Patient 1 roche result was 2.26 coi (reactive). The result from a reference laboratory using an unknown roche analyzer was 0.09 coi (non-reactive). On (B)(6) 2025, patient 2 roche result was 1.51 coi (reactive). The result from a reference laboratory using an unknown roche analyzer was 0.08 coi (non-reactive).

Manufacturer narrative:
The investigation was unable to determine a specific root cause. The provided calibration, qc, and analyzer data were acceptable. The customer did not follow the instructions in the product labeling for repeat testing as the samples were only retested once and no confirmatory tests were performed. Per product labeling: all initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay, and for diagnostic purposes, the results should always be assessed in conjunction with the patients' medical history, clinical examination and other findings. The elecsys hiv duo assay performed within specification.